Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 509 mg/dl at the time of the incident. Customer husband stated she got a replaced pump and started getting the alarm suddenly. The customer was assisted with troubleshooting. It was reported that would treat her with manual injection customer will not return device for analysis.